Event description:
The plaintiff, alleges that during the time the plaintiff worked as a surgeon, the plaintiff wore and was otherwise exposed to latex gloves. The plaintiff alleges that as a result of wearing and exposure to these gloves, the plaintiff has suffered injury. The plaintiff also alleges that as a result of the paintiff's cutaneous and airborne exposure to the gloves' extractable allergenic proteins, the plaintiff has developed a life threatening immediate hypersensitivity to latex. The plaintiff further alleges that in 2000, the plaintiff was diagnosed as suffering from a type I latex allergy. Furthermore the plaintiff alleges that the plaintiff has consequently developed a life threating immediate hypersensitivity to latex as a result of the plaintiff's exposure to the latex gloves. The plaintiff alleges that the plaintiff has suffered severe pain and suffering, and the plaintiff will continue to suffer pain and suffering in the future. The plaintiff also alleges that the plaintiff has incurred and will in the future incur expenses for medical care and treatment, and will suffer wage loss and los of earning capacity. The plaintiff further alleges that the plaintiff's sensitization to latex has caused restrictions in life as to where the plaintiff can go and what the plaintiff can do so as to avoid situations where any latex is present. Finally, the plaintiff alleges that has suffered and will in the future suffer mental strain, emotional stress and the loss of enjoyment of life.